Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vasoview hemopro 2 broke in right leg. The tunnel was bloody, so the cannula was removed to suction out the blood; however, before the cannula was placed back in, it was noticed that the c-ring had broken off. They could not retrieve the c-ring using hemopro jaws, so an incision was made mid-thigh to retrieve the piece.